Event description:
Product did not work so hemostasis was achieved with other methods. No physical harm to patient. Two 2.0 ml kits did not work (apparently the product did not gel at all). One 2.0 ml kit looked like the costasis syringe had "crystals" in it. Product was shipped back to cohesion for evaluation.